Event description:
While using a byte day aligners. Patient reported, that their lower aligner is cutting into their gum. They have tried filing the area, but it is still cutting them. Provided hh tips. And requested, updated photos wearing steps 1 & 2.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.